Event description:
Caller states that customer attempted to to a test on the device and received an error when turning the device on. He reports that she was not feeling well and that after receiving another error, she tested on a different device at 421mg/dl. Customer then went to the hosp and was given insulin. Customer using expired strips. No quality controls were used. Requested return of suspect device and replacement was sent.